Manufacturer narrative:
Final device analysis for the lead revealed no anomaly. Final device analysis for the stylet revealed no significant anomalies. The stylet wire was bent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported contact 1 on the patient's lead was not producing "reliable clinical efficacy." It was noted that the lead was implanted and explanted the same day and replaced with another lead. It was reported the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.